Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on the right ventricular lead. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.